Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the procedure was aborted, and the issue was not resolved by rebooting the system. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. Analysis of the system logs by fse indicated that there were issues with communication and the network switch in the m-cabinet not lighting up. During troubleshooting, fse checked that the 24v direct current power supply (dcps) in the back of m-cabinet had no voltage output confirming the issue with 24v dcps. Fse replaced the dcps which was returned for analysis. Part analysis indicated that there was electronic failure with the dcps confirming a malfunction with the dcps. After replacing the dcps, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot past 0:00. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. A philips field service engineer (fse) replaced the dc power supply (dcps) and returned the system to use in good working order.